Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 21.2 mmol/l, 5.5 mmol/l, and 3.8 mmol/l. Low blood glucose symptoms were reported with these results. Customer self treated with juice; she re-tested approximately 30 minutes later and received results of lo (less then 0.6 mmol/l) and 13.7 mmol/l within 10 minutes of each other on the mobile system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.